Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call about multiple hospitalization events and was admitted to the intensive care unit due to high blood glucose levels. The first event was during end of (B)(6) 2020 with blood glucose level of 600 mg/dl. The second and third event was between (B)(6) 2020 and (B)(6) 2020 with blood glucose level of over 600 mg/dl and 400 mg/dl. Respectively. The customer was treated with insulin drip at the hospital. The customer also reported that insulin pump was not working properly and retainer ring was broken. The customer refused troubleshooting. The insulin pump will not be returned for analysis.